Event description:
Additional information received: the customer sent the information below: could you send us photos of the product with deviation? Unfortunately, the sample is packaged for collection, the deviation in question will not be clear in the photo. Was there any harm to the patient/healthcare professional? No. Characteristics/appearance of the foreign matter (ex.: rust, grease, paper, insect, etc.); is the foreign matter embedded in the material? It's in the material. Does the product have any protrusions? E.g.: is it damaged, crooked, shriveled, punctured? No. Was the packaging torn and/or damaged? No. Is the foreign matter in the packaging, is it in the plastic film or paper? Is between the sample and the plastic. Was there notification to anvisa? If yes, what is the notification number? Yes, 202310001747. Is the sample related to the incident available for analysis? Yes.

Manufacturer narrative:
One sample received by our quality team for investigation. Through visual inspection, foreign matter was observed outside the needle hub. Foreign matter is mainly composed of grease. A device history review was performed for reported lot 2243422, maintenance records were found related to the incident. Based on the teams investigation, possible root cause is associated with cleaning process and adjustment issues.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd needle precision glide 16x1-1/2in had foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: "needle is dirty."